Event description:
It was reported that the pump has lines and colored bars across the screen. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.